Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that surgical intervention has not been scheduled. The rep did not know the current status of the device. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and patient implanted for spinal pain and failed back surgery syndrome. The patient reported that the battery has excessive heat when recharging, and the charging itself takes many hours. The rep did not know of any contributing factors that led to the issue. It was indicated that the physician will replace the patient¿s battery, but a date has not been scheduled at this time. No further complications were reported or anticipated.